Manufacturer narrative:
Troubleshooting assistance was provided by olympus technical support via phone in attempting to isolate the possible cause and resolve the reported problem. The user facility reported that the problem could only be duplicated when the electrosurgical unit was energized. Following the initial troubleshooting attempts with olympus technical support, it was subsequently reported to olympus by the user facility that they verified the cause of the problem was not the olympus equipment and they are working directly with the manufacturer of the electrosurgical device to resolve the reported problem. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause was failure by the user to note the applicable statements in the instructions for use, which state the following: - "use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image." - "before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result."

Event description:
A user facility reported to olympus that during a procedure, when using a non-olympus electrosurgical argon-plasma coagulation device, the image produced by the olympus cv-190, evis exera iii video system center, appeared "snowy and static" and then the image was lost. There was no delay in the procedure in which the subject device was used. The intended procedure was completed using the same device. There was no patient injury that occurred associated with the event.